Event description:
Initial: it has been reported to philips that during an emergency aneurysm treatment the system was unable to perform 3d check and system had to be restarted. The procedure was completed after several restarts. No harm to patient or user has been reported to philips. Philips has started an investigation for this complaint. Follow up: philips has investigated this complaint. The customer reported that the 3d run could not be performed due to bodyguard errors. As described in the instructions for use (9897 100 03881 chapter 8.3) the bodyguard is a device that senses distance and controls the maximum permitted speed of the movement. The system will protect the patient by slowing down movement speeds when an object is detected within a certain safety distance. Philips inspected the system on site and identified that the bodyguard sensors were defective. When the bodyguard sensors are defective, the bodyguard may be triggered intermittently. The 3d rotational scan could not be started due to the bodyguard being triggered. The bodyguard sensors were replaced and the system is returned to use in good working order.

Event description:
It has been reported to philips that during an emergency aneurysm treatment the system was unable to perform 3d check and system had to be restarted. The procedure was completed after several restarts. No harm to patient or user has been reported to philips. Philips has started an investigation for this complaint.